Manufacturer narrative:
Patient age, weight and ethnicity: unknown/ not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient complained of halos and glare, opted for intraocular lens (iol) to be removed from the right eye. The lens was replaced with another johnson & johnson lens, model dib00 iol, but same diopter size. It was stated that incision was not enlarged and that the patient has fully recovered. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jul 29, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to halos and glares vision could be identified. Based on the condition of the lens, no further product evaluation could be performed. The complaint issue ¿hm-halo vision¿ and ¿hm-glare surgical intervention required¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new information received that patient date of birth is (B)(6) 1959 and 62 yrs.old. As noted in sticker containing the product return. Fields below updated. Section a2: age: 62 yrs. Old. Section a2: (B)(6) 1959. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.